Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number. The customer returned the spring wire guide with tube and the arterial catheter from the reported arterial kit. The needle was not returned by the customer. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the guide wire was severely unraveled from the distal end. The exposed section of the core wire was also severely kinked/bent. Microscopic examination confirmed the damage and revealed that the distal weld had separated from both the core and coil wires. The separated weld was not returned. Analysis of the catheter revealed kinking/crimping towards the distal end. Small holes were also observed adjacent to the crimping. The damages to the catheter body appear consistent with damage due to improper deployment off the needle cannula during use; however, this cannot be confirmed without the needle subassembly also returned for analysis. A full visual analysis could not be performed on the needle subassembly as it was not returned for analysis. The guide wire length from the handle to the distal tip of the core wire measured 4 5/8", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle product drawing. The guide wire outer diameter (in an area no affected by unraveling) measured 0.390mm, which is within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The catheter body inner diameter at the proximal end measured 0.027", which is within the specification limits of 0.027"-0.029" per the catheter extrusion product drawing. A lab inventory guide wire with a diameter of 0.016" was inserted through the hub end of the catheter. Major resistance was encountered due to a build-up of dried biological material inside the catheter. After removal of the biomaterial, the guide wire was able to pass with little to no resistance. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel". A manual tug test confirmed that the proximal end of the guide wire was secure within the orange handle. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The IFU also states, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the distal weld of the guide wire had separated from the core and coil wires. It was also noted that the catheter body was completely deployed off the guide wire and was kinked/crimped. This damage is consistent with the catheter being deployed over an unraveled/separated guide wire. Puncture marks were also observed on the catheter body and appear consistent with damage due to withdrawing the catheter back over the needle cannula during use. Despite the damage, the catheter and guide wire met all relevant dimensional requirements. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, the root cause cannot be determined as neither the separated weld nor the needle subassembly were returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "physician was placing artline in pediatric patient when he encountered resistance in advancing the wire, so he pulled out the artline and the wire came unraveled. No patient harm was done. A new line was opened and placed successfully."